Manufacturer narrative:
This is the same event as 3010536692-2015-00568.

Event description:
Allegedly, patient revised due to extreme pain in the left hip; limited mobility with the left leg and hip; the left hip implant began feeling loose and there was audible grinding clicking from the implant with movement and elevated cobalt and chromium levels. (Left)